Event description:
Reporter alleged the lancet needle that is a part of the simplicity gray softclix system used in finger-stick blood glucose testing would not retract at times and the needle could be seen protruding outside the end of the cap. No actions or treatment resulted. A request was made for the return of the suspect product and replacement product was sent.